Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device intermittently fails the operational check with charge and shock failure indicators. There was no reported patient involvement.

Manufacturer narrative:
The philips repair bench ordered a replacement therapy pca, however, there is a global parts hold. Once the part is received, the device will be returned to the customer.

Event description:
It was reported to philips that the device intermittently fails the operational check with charge and shock failure indicators. There was no patient involvement.